Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v919796, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v919796, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was experiencing pocket warmth after recharging. The patient had experienced these issues the past few times they had recharged. The patient had fallen in the bath tub recently and may have bumped their pocket site and caused irritation. It was noted that a possible cause of the warmth after recharging was that the site had been irritated from a fall and placing the charging plate on top of the site and then lying on the plate caused further aggravation. The patient was going to stop charging while lying on the charging plate and was going to decrease their charge duration to see if the warmth issue resolved. Indications for use: degen disc disease/herniated disc pain spinal pain